Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the surgeon stated that he performed 55-70 bariatric procedures the past year. The question was asked if there were any staple formation issues noted anytime during the treatment of patient in which the surgeon replied no. He stated during a sleeve procedure, the staple line can be easily visualized but a bypass it is more difficult. No leaks during leak test. During a sleeve he typically uses a black reload with seamguard on 1st firing, green to angle of his, then maybe a blue. Sometimes a black is used on 2nd firing if tight. For a bypass, no buttressing material is used. The surgeon did not recall site of bleeding on sleeve procedure but bypass was at gj. The circular stapler is dialed down to tightest range and waits 15 seconds but maybe not all of the time. The surgeon commented that he prefers the feedback from the manual device over the powered. The surgeon uses gst cartridges and buttressing material with the long60a. The surgeon informed the sales rep that the post-operative bleeding rate has increased from 1% to 3% per year, which the sales rep believes equates to about 2-3 patients per year, but a specific number could not be confirmed. For the patients that had post-op bleeding, a reoperation to address the bleeding has occurred within a few hours of the procedure or the following day. Additional information requested and received: how was the post-op bleeding identified and addressed? Patient coughing blood. Had to re-operate. Used clips and/or energy to stop bleeding.

Event description:
It was reported that the surgeon is having bleeding complications during bariatric procedures. Bleeding rate increased from 1% to 3%.